Event description:
In 2008, the sales rep reported that during inspection of the kit, it was noticed that it was worn. Add'l info reported via telephone on 03 mar 2008, the sales rep reported that one of the prongs is broken.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device MFR date is unk. Eval is pending upon return of the product.